Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of a power module with backup battery issues, was confirmed when the unit was evaluated by technical service. The backup battery, battery clip and main ps pcb assembly were replaced. The retention tab on the clip was broken. No issues with the main ps pcb assembly were observed or duplicated. The unit also had damage to the front left corner and the back rear of the top housing. The top and bottom housing and associated cables were replaced. The repaired unit was functionally tested and returned to the customer. Power module care and maintenance are addressed in the heartmate ii lvas patient handbook and the heartmate power module instructions for use (IFU). Maintenance and replacement of the power module backup battery are also addressed in the heartmate ii lvas patient handbook and the heartmate power module IFU. The heartmate ii lvas patient handbook states that the patient should contact their hospital should they if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module alarmed due to backup battery discharge. There was an audible alarm and the backup battery visual indicator was red. The power module backup battery was changed which temporarily solved the issue but the alarm later reoccurred with intermittent audible alarms and indicator blinks. The device was returned for evaluation.